Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). The affected device was requested back for a detailed investigation to livanova (B)(4). The reported failure could be reproduced only once, the motor of the clamp was blocked. This problem was solved after disassembling / assembling of the internal components and could no longer be reproduced. The root cause remains unknown.

Event description:
Livanova (B)(4) received a report that a sorin centrifugal pump system with tubing clamp displayed two error codes before initiating bypass. There was no report of patient injury.